Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a declaration from ansm which reported the following information: a customer reported that on an unspecified date she experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the customer noticed erythema at the insertion site. Customer noted having contact with a healthcare provider and was prescribed diprosone (betamethasone dipropionate, a corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed in date of event is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in device MFR date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a declaration from (B)(6) which reported the following information: a customer reported that on an unspecified date she experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the customer noticed erythema at the insertion site. Customer noted having contact with a healthcare provider and was prescribed diprosone (betamethasone dipropionate, a corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.